Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications were reported.